Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his right eye (os) in 2009. The patient has been experiencing white haze on the icl and has been having headaches. The facility has reported at the post-op visit two months later, the patient's vision was good and the bcva was 20/20. The icl is seated well in the eye and remains implanted.

Manufacturer narrative:
White haze on icl. Evaluation: results: a lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined.